Manufacturer narrative:
A supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator door required recovery. Customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.